Manufacturer narrative:
Vyaire medical file identification: (B)(4). A third party service technician evaluated the device and discovered that the tubing was crimped at the accumulator. The tubing was rerouted to fix the issue.

Event description:
The customer reported that the peep (positive end-expiratory pressure) is not holding pressure on the ltv 1150 ventilator. At this time, there is no information regarding patient involvement associated with the reported event.